Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 08/13/2018. The device was visually inspected and pass. The receiver will boot up and charge. Performed receiver download and passed no issues were found. Performed receiver functional test and passed all relevant testing. Performed pairing test and passed. The reported event of a loss of connection was not confirmed. The customer allegation was not found. The customer's complaint of loss of connection could not confirm on the incident day because the rx unit and tx unit were not in a sensor session and or paired.